Event description:
On (B)(6) 2009, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2014, computed tomography (CT) scan reportedly revealed bilateral distal type I endoleaks. According to the report, the endoleaks were caused by the originally implanted devices being landed too short on both sides. On (B)(6) 2014, the physician implanted two additional contralateral leg components to extend the graft system on both sides. The bilateral endoleaks were resolved, and the patient tolerated the procedure.

Manufacturer narrative:
Additional excluder® devices implanted: pxc201000/6947177; pxc181400/06616420. A review of the manufacturing paperwork for the devices verified that the lots met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper endoprosthesis component placement and endoleak.

Manufacturer narrative:
Date of event: (B)(6) 2014.